Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) display was out of specification. It was indicated that the main printed circuit board (pcb) was contaminated. It was also indicated that the keypad flex cable was contaminated, and multiple external components were damaged and/or contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the external pulse generator (epg) the top display was lighting up, however it did not show anything. The epg was returned for service and repair. No patient complications have been reported as a result of this event.